Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
Registration form for patient (B)(6) received indicated that ventricular lead was capped. Attached communication revealed that the lead was capped due to lead fracture.

Manufacturer narrative:
The lead was in use for treatment for almost 10 years prior to being capped. As the lead was capped, it was not returned for analysis. As a result, the allegations of fracture against this lead cannot be confirmed and a root cause of the failure could not be determined. A review of the device history record (DHR) for this lot could not be performed as the DHR could not be located, however a complaint review of the reported lot found no additional reports involving this lot number. Inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Per the instructions for use (IFU) it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. The following sections were corrected in follow-up #1: was submitted in error in initial submission. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.